Manufacturer narrative:
Tf 5507 indicates leaking / defective mixer valves. Sensor board (pn 10089445) and 2 mixer valves (pn 394089) have been replaced.

Event description:
Hamilton medical ag received the following incident description: biomedical reported tf 5507. The mixer valve was tried to recalibrated, tf remains.

Event description:
Hamilton medical ag received the following incident description: biomedical reported tf 5507. The mixer valve was tried to be recalibrated, tf remains.

Manufacturer narrative:
Tf 5507 indicates leaking / defective mixer valves. Sensor board (pn 10089445) and 2 mixer valves (pn 394089) have been replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.